Event description:
A hospital reported that the manometer gauge of rd900aeu neopuff infant resuscitator was broken. It was found prior to use. No patient consequence was reported.

Manufacturer narrative:
The complaint manometer was visually inspected. The manometer was found to have cracks around the zero adjustment hole. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: the complaint device was still in its original packaging and possibly had been pressed too hard during transit that resulted to cracks in the glass surface of the manometer.